Manufacturer narrative:
(B) (4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (4). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with stable angina and was referred for cardiac catheterization. The index procedure treated the 95% stenosed, 4.0x7mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an 3.0x12mm apex balloon inflated to 8 atm's x3, the placement of a 3.0x16mm taxus liberte study stent and post dilation with an 3.5x12 non bsc balloon inflated three times to maximum 18 atm's resulting in 0% residual stenosis. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with a 3.75x9mm non bsc balloon inflated twice at 15 atm's and once to 18 atm's, the final result being optimal and confirmed by ivus. The patient was discharged the next day on aspirin and prasugrel.